Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump gave error alarms. Customer reports they were able to clear alarms but were not able to complete rewind. Blood glucose level at the time of incident was unknown. Troubleshooting did not resolve issue. Product will return for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. Insulin pump failed the prime or seating test due to a corroded home switch and dried insulin on the motor slide. Rewind anomaly and no motor movement confirmed. A test battery was installed for more than 10 minutes, taken out then reinserted with no pump error post-reset ram crc alarm alarms noted.